Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history. UDI is unknown due to the device was manufactured prior to 9/24/2014.

Event description:
It was reported the patient failed to recharge his scs system for several years. Reportedly, the ipg is inoperable. Surgical intervention may be undertaken as the next course of action.